Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between 16 august 2023 and 17 august 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed fluid inside a bag that contained the device, which suggested leak may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked into the pouch. The issue was further described as, the red top (coil cap) of the bottle was not firmly tightened. The device contained fluorouracil 4200mg in 120 ml of sodium chloride 0.9%. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.